Event description:
A customer reported issues with the footswitch during the pt list. Multiple attempts have been made to obtain additional info; however, none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).